Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving an inappropriate shock. The implantable cardioverter defibrillator was oversensing t-waves. The shock caused the patient to go into ventricular tachycardia, and multiple shocks were delivered. The shocks did not convert the patient, however, the patient spontaneously converted to sinus rhythm after the last shock. Programming changes were made, and the patient was stable.